Manufacturer narrative:
(B)(4). Batch: r5a612. Corrected from gst60b to gst60d. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempt have been made to retrieve the device, to date device has not been received. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the jaws did not open after grasping the closing lever for the 6th or 7th firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.